Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. An impaction head was returned for evaluation. Visual inspection of the returned product identified the product has fractured at the threaded end. The strike plate shows impaction marks indicating multiple signs of uses. The hardness was verified and found to be conforming. Device history record (DHR) review identified no deviations or anomalies during manufacturing. A CAPA was initiated to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength to reduce fracture occurrences. The part related to this complaint was manufactured before the corrective action was implemented. The device has around 11 years of field age and it is unknown how many times the device was used. The root cause is determined to be a design deficiency of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impaction head fractured and fell off after being lightly impacted with a mallet. Attempts have been made and additional information on the reported event is unavailable at this time.